Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they received battery out limit alarm during normal use. The customer also reported that they received off no power alarm without a low battery alarm. The customer reported that they received failed battery test alarm. The customer mentioned that they experienced high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 106 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during our testing and the motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, missing address serial label and missing the end cap sticker.